Event description:
It was reported that difficulty was encountered while advancing a lead during implant. The lead was damaged during the procedure. No further info was available. A f/u report will be sent if add'l info becomes avail.